Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect user interface module (uim) is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect uim for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported a blank user interface module (uim) display on startup on this ventilator device. The customer reported no patient event associated with this event.